Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that when the reverse trigger was pulled the unit would oscillate instead of running in reverse. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.